Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the arcadis orbic gen 2 system. During an interventional procedure, the user reported that an error message was displayed during fluoroscopy and after restarting the system. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports and system history. Based on the error messages, the customer service engineer reseated the camera interface and pre-processing (cipp) board. After the hardware was reseated, there were no further issues and the system works as intended. A systematic error was not detected. No parts were exchanged. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.